Event description:
Rec'd notification of lawsuit. Complaint alleges iliac artery and vein and right hypogastric artery and vein were injured. Pt suffered massive bleeding and was pronounced dead on the afternoon of surgery. Complaint states "ethicon trocar, the other trocar were used as well as a surgi-port."